Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since no event date provided.

Event description:
It was reported that shaft break occurred. A 38 x 3.50 promus premier drug-eluting stent was selected for use. However, the shaft snapped while removing the sheath. No further patient complications reported.